Event description:
It was reported that when the device was used during a hernia procedure, the device fired malformed staples. The open staples fell into patient and all were retrieved by surgeon. Another device was used to complete the case. There was no further consequence to the patient.